Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on: 4/30/2019. Device returned to manufacturer? Yes. Device evaluation: the product was received in the original folding carton and lens case assembly. Visual examination under magnification was performed. There are viscoelastics on the lens indicating it was handled at the surgical stage. Two particles were observed on the lens surface; a greenish fiber like particle and a dark spot. The returned product was sent to our third party laboratory for identification with photos indicating the particles of interest with the following results: the larger debris (fiber) is a cellulosic material (e.g. Cotton, rayon, lint), possibly containing inorganic salts and a nitrogen species. The smaller piece of debris (dark particle) is a mixture of magnesium silicate (talc) and an acrylic species, possibly an adhesive. Throughout the manufacturing process there are various cleaning operations and 100% visual inspection utilizing a microscope magnification steps that would have identified and discarded a lens with a similar particulate, as required by our approved procedures. The manufacturing process is performed inside a regulated clean room class 6 manufacturing room that requires full gowning before entering the room. The manufacturing data confirms no process deviations that may lead to visible debris/particle deposition on the iol that may be undetected by our control process. The manufacturing controls are capable to identify the presence of this type of particulate during the inspection controls defined as part of the manufacturing process. The complaint issue reported was verified, however, it cannot be determined that the identified particle source at the manufacturing process since the device was exposed at the surgical site during preparation as indicated by the presence of viscoelastics on the lens. Based on the investigation results a product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. A search in the complaint history revealed no additional investigations request associated to this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was not implanted. If explanted, give date: not applicable, as lens was not implanted. (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that foreign material was found on the intraocular lens (iol) before the surgery. No patient involvement. No further information provided.